Manufacturer narrative:
Continuation of d10: other relevant device: enveo r delivery system, product ID: enveor-l. Citation: breitbart p, czerny m, minners j, schröfel h, neumann fj, ruile p. Impact of the aortic geometry on tavi prosthesis positioning using self-expanding valves. J clin med. 2022;11(8):2259. Published 2022 apr 18. Doi:10.3390/jcm11082259. A copy of the article was not attached as digital sharing would be in violation of copyright permission. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the impact of the geometry of the thoracic aorta on the implantation depth after transcatheter aortic valve implantation using medtronic evolut r self-expanding valves (n = 118 patients). The authors stated 12 patients were excluded due to valve-in-valve procedure for unspecified reasons or conversion to surgery because of valve dislocation. Also observed by the authors: high or low valve implant position. No further details or additional adverse patient effects were noted.